Manufacturer narrative:
If explanted, give date: the lens was planned to be explanted on (B)(6) 2018, but no confirmation was received. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (iol) zxr00 +21.5 diopter, the patient complained of fuzzy vision, severe starbursts and halos. Visual acuity pre-op: 20/60. Visual acuity post-op: 20/20 -1.00. Reportedly, the lens was planned to be explanted on (B)(6) 2018 and replaced with a monofocal iol. No additional information was provided.

Manufacturer narrative:
Corrected data: additional patient code (B)(4). Additional information: device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specifications. A search in complaint history was performed which revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information revealed the explant has taken place and the intraocular lens was discarded. The following fields have been updated: the initial report updated patient code 3191 ¿ explant. Follow up #1 method code 4114 was provided, now updated to 4115. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.